Event description:
An optometrist reported a patient with dry eye syndrome at the one week post lasik visit in the left eye. Patient had a gritty feeling in the left eye. The patient was started on tear gel at night which has helped.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).